Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type extension. Product ID: 3389-28, lot# b0141279k, implanted: (B)(6) 2002, product type lead. Product ID: 3389-28, lot# b0141278k, implanted: (B)(6) 2002, product type: lead. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) reporting high impedances on the left side of the deep brain stimulation (dbs) system. There was suspected lead/extension damage. An external factor that contributed to the event was damage during a previous surgery of the head, which was unrelated to the dbs surgery. Troubleshooting was performed: pre-operative dbs system checks and intra-opertative dbs system intergrity/impedances testing on (B)(6) 2017. Intra-opertative dbs system intergrity/impedances were tested to determine damage to brain lead and extension on left side dbs system. Left brain lead, left extension and left implantable neurostimulator (ins) explanted and replaced. The issue was resolved at the time of this report. No patient symptoms were reported. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Original aware date is (B)(6) 2017.

Event description:
Additional information was received from a company representative (rep) reporting the actions/interventions taken to resolve the event was the neurologist requested device system and impedance checks. Results from this check were: intermittent high out of range impedances on left side for all electrode combinations, particularly high (>20,000ohms) for electrode 2 and 3. There was no intermittent impedance problems detected on the right side. All electrode impedances were normal on the right side. Left implantable neurostimulator (ins) battery was 2.9v and right ins battery was 2.96v. The device system check report was sent to the neurologist. The neurologist has not requested further assistance or update. It was unknown why oor was showing. It was determined that the most likely possibility was that the patient suffered major damage to the leads/extensions, and there¿s an undetected short.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is now reportable for serious injury. (B)(4) apply to the extension (s/n (B)(4)). (B)(4) apply to the ins (s/n (B)(4)) analysis of the ins (s/n (B)(4)) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned extension and no output was observed on all electrode pairs. Analysis of the xtn 7495-51 quad in-line 51 cm (s/n (B)(4)) found that the stimulation extension body conductor was broken, with the wire coiled in the body. It was found that one conductor was broken 32.9 cm from the proximal end, and two conductors were broken 33.9 cm from the proximal end. Furthermore, two conductors were broken with a filar also broken on another conductor 20.9 cm from the proximal end. Several filars were also broken on three conductors 17.9 cm from the proximal end. All circuits were open, and there were no shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that an error was received upon device interrogation that was later clarified to be an out of regulation (oor) message. An impedance test was performed and resulted in the following intermittent high impedance values: c<(>&<)>2=18749 ohms, c<(>&<)>3=23909 ohms, 0 <(>&<)>2=23373 ohms, 0<(>&<)>3=27971 ohms, 1<(>&<)>2=19819 ohms, 1<(>&<)>3=24897 ohms; the therapy impedances were 1492 ohms at 1.977 ma. It was then stated that there were no shorts detected after repeated testing. The manufacturer representative (rep) stated that they thought the event had something to do with the intermittent nature of the second open electrode, but they could not imagine why the voltage would be modulating if it's fixed; the patient was programmed on constant voltage. The rep later reported that they think electrode 2 should be disabled as at best, it is not providing any benefit, and at worst, it's providing intermittent therapy. It was then stated that there was probably an intermittent short somewhere which drained the battery and curbed the voltage. It is unknown when the issue began occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.